Event description:
It was reported that the tip of the expedium qc extended tab poly screwdriver broke off from the instrument when the surgeon was backing out a screw that was put in too far prior to placing the rod. The broken tip was retrieved. The inner collet/saddle popped out of the head of the expedium 6.0 x 45mm di favored angle screw when the screw was being adjusted. A plain concomitant device straight screwdriver was used to adjust the screw. The driver did not break. However, the surgeon did have a hard time locating the inner head of the screw because of the angulation. The inner collet/saddle of the expedium 6.0 x 50mm di favored angle screw became partially dislodged/raised within the screw head before the concomitant device set screw could be placed. However, the surgeon could not see this because the rod and tabs were in the way. Therefore, several concomitant device set screws were stripped while trying to seat the rod. The difficulties resulted in a one hour delay to the procedure. The following three mfg. Medwatch reports will be filed for the one driver and the two expedium di favored angle screws that were involved in this event: 1526439-2014-12050, 1526439-2014-12051, 1526439-2014-12052.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned the returned expedium di favored angle screw revealed that the inner cap/saddle within the polyaxial tulip head had become dislodged from the tulip head and the polyaxial ball of the screw shank. Also the inner hex feature of the polyaxial screw had been deformed. Minor thread deformation was also evident on the tulip head. Review of the device history record found no discrepancies. Additionally, examination of the concomitant set screws that were returned found threads on four of the setscrews to be torn. In some areas of the threads there were visible nicks and several places noting minor thread deformation. However, this damage was caused by the pedicle screw and the set screws did not cause or contribute to this reportable event. The thread damage was caused by the expedium di favored angle screw. A 12-month review of the complaint trend analysis for the expedium di favored angle screw product family indicated no related complaints associated with the inner cap (saddle) within the polyaxial tulip head had become dislodged from the tulip head and the polyaxial ball of the screw shank. The root cause of the inner cap/saddle becoming dislodged from the tulip head and the polyaxial ball of the screw shank cannot positively be determined. However, a probable root cause may have been due to unanticipated forces being placed on the screw during insertion resulting in saddle dislodging. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Concomitant device exp. Di set screw 179722000 quantity = 7. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.